Event description:
During eval, the pump did not recognize the cartridge during the load cartridge step and force sensor was found to be out of calibration.

Manufacturer narrative:
The pump was returned to animas for eval. During eval, the pump did not recognize the cartridge during the load cartridge step and force sensor was found to be out of calibration. Animas has conducted a review of the device history for this pump and confirmed that it was operating within required specs at the time of release.